Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer cleared occlusion alarms and resumed insulin delivery or the customer declined to provide any additional information. Customer¿s blood glucose level was in the 202-237 mg/dl range.